Event description:
It was reported that the right ventricular (rv) lead was under-sensing and had high and rising thresholds. The rv lead was reprogrammed as a result. The lead remains in use. No patient complications have been reported as a result of this event.